Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that they hurt and that they were taking pain medication. On (B)(6) 2018, the patient reported they were very itchy around the bandage and the belt area. On (B)(6) 2018, the patient stated that sometimes when they tried to increase stimulation it would only go up a little and then it would say maximum reached, but that if they turn it off and tries again then it will go higher. On (B)(6) 2018, the patient again reported that as they would increase their stimulation the device would tell them the maximum settings had been reached. The patient noted they would decrease the stimulation to zero and start over and it would go a little higher and then say it has reached its maximum settings. The patient did feel their stimulation with switching to the right side on the day of this call, but that it was just not the intensity that they wanted. The patient then called patient services and stated again that they were trying to increase the amplitude, but they had reached the highest settings. The patient stated they started their trial on (B)(6) 2018, (last thursday) and that on (B)(6) 2018, (this (B)(6)) their leads would be taken out. The patient reported the right side was not working like the left. The patient stated they switched to the right side on the day of that call ((B)(6) 2018) and they wanted to increase stimulation to feel it, however, they could not increase and got the ¿reached maximum settings.¿ they were unable to increase settings over the phone even after attempting several things. The patient stated it was helping, but they just wanted to increase and noted they were going to follow-up with their health care physician (hcp). On (B)(6) 2018, the patient reported their device was no longer working. The patient stated they had bent over and the rubber came off from the wires and frayed the wires and separated them. The patient stated they had to cut the wires as they were hanging below their buttocks. The patient contacted their manufacturer representative who was going to contact the hcp. The patient again noted they had their appointment on the (B)(6) and stated they were concerned about their symptoms returning and had concerns about the permanent implant given what had just happened to them. The patient reported the wires were not covered and they were exposed. Later on (B)(6) 2018, the patient reported that their lead wires they had cut had disappeared into their skin. There were no further complications reported.